Manufacturer narrative:
Injecting doctor reports patient with suspected infection about a year after off-label bellafill dermal filler injections in both cheeks. The patient has been treated with incision, drainage and biopsy by a different doctor, as well as a course of antibiotics. The condition has waxed and waned. Additional treatment pending diagnosis. The injecting doctor relayed that "cancer was ruled out" in the biopsy conducted by a different physician. The culture grew nothing. There was no disease and no foreign bodies noted. Patient had a facelift concurrent with her bellafill injections. The injecting doctor states the patient is in her 60's. Injection date is approximately 18 months prior to report to suneva medical and is estimated to be ~09/01/2019. Event date (presentation of suspected infection) is estimated to be about 1 year after bellafilll injection, ~09/01/2020. Bellafill lot number and injection date has not been provided at this time. Requests made on 02/18/2021 (verbal) and 03/11/21 (email). Patient status also requested on 03/11/2021. Suneva will follow up to obtain addtional information in order to proceed with the investigation. The lot numbers are unknown. In addition, the date of injection is unknown; therefore potential lot numbers cannot be determined via shipping history and bellafill dermal filler use cannot be confirmed at this time. The suspected issue is infection; however that has not been confirmed at this time and is pending additional diagnosis. The patient was injected with bellafill off-label in the cheeks; therefore, partial suspected root cause is off-label use. Per the bellafill instructions for use: bellafill dermal filler is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. Bellafill syringes are single use devices and are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit."

Event description:
Injecting doctor reports patient with suspected infection about a year after off-label bellafill dermal filler injections in both cheeks. The patient has been treated with incision, drainage and biopsy by a different doctor, as well as a course of antibiotics. The condition has waxed and waned. Additional treatment pending diagnosis.